Event description:
"The entire unit broke in half."

Manufacturer narrative:
It was reported that the device "broke in half". Due to this there was a sharp edge that "cut her right hand and she had to get stitches".it has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.